Event description:
It was reported that the patient experienced less than 50% therapy relief. The patient was taking oral baclofen. A (B)(6) study was done and showed dye collecting around the catheter, indicating that the catheter was disconnected from the pump. However, during the catheter revision, the catheter issue was unable to be determined as it was connected securely to the pump and no visible leaks were found. The pump segment of the catheter was replaced. The existing portion of the catheter remained in the intrathecal space, active and functioning. The reporter assumed that the patient was doing well following the replacement, as she had not heard otherwise. The device system was used to deliver lioresal. The cause of the event and the final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter revealed acceptable testing. No leaks or any anomalies were seen. The catheter was returned in 3 segments.